Event description:
Event involves problem with corpak croflo peg kit with enfit connectors. This report is an example of a trend of complications arising from the risk of enfit products becoming stuck and requiring add'l interventions/procedures to remedy. Pt's g-tube has broken 5 times since (B)(6) 2019. It has broken in the same place each time, under the port where the feeding is connected. Each time this happens, feeds are delayed and the pt requires the use of an entire new fit from the operating room to repair. The pt has made 1 add'l ER visit and 2 add'l rn visits to repair previous breaks. Mom has now been trained and repairs the line at home. We have seen similar types of events occur on a frequent basis. FDA safety report ID# (B)(4).